Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the right ventricular lead. The stimulation occurred at three hour intervals when the lead impedance trend check was performed with a test pace at 5 volts, 1 millisecond. The feature was programmed off and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).